Event description:
Patient undergoing percutaneous transluminal coronary angioplasty and stenting of the circumflex artery. There was difficulty advancing the balloon down the circumflex which was calcified and tortuous. After placing two stents and unable to deploy a third, the vessel was ballooned distally where there was some haziness using a 2.0 x 8 balloon catheter from a different manufacturer. The deployment of a minivision 2.0 x 8 stent was attempted but it was not possible. While pulling back the stent into the guide, the stent came off enlarging the circumflex artery. The physician was unable to snare the vessel and had difficulty getting under the wire down the stent that was un-deployed in the proximal circumflex. A second physician was able to get a second wire down the artery. The physician was unable to get another stent down the vessel but did balloon it using a 2.75 x 15 balloon catheter. When done there was a haziness but there was timi 3 flow. The patient remained hemodynamically stable. She had occasional pvcs but no complex ectopy, no st elevation, or chest pain during the procedure. After the case, it was felt that she was hemodynamically stable to stop the case.